Event description:
Material no.: 930815 , batch no.: 0329475. It was reported a bug was found in the chloraprep packaging. Per email: please see the attached pqr and associated pictures for orlando orthopedic outpatient surgery center. I told the account to put the applicator plus any remaining in that particular box to the side and I can pick them up next week. Please let me know next steps or if there is anything I need to do on my end.

Manufacturer narrative:
The failure mode of foreign matter was confirmed based on sample received for analysis and making reference to ¿contaminated¿ one has rubber band around it. The interpretation is customer place rubber band around package to signal which package has the fm debris inside the package. The fm was not able to be identified due to size and fragmentation into smaller particles. Therefore, the failure mode was confirmed, but root cause could not be determined. Bd will continue to track and trend.follow up e MDR (B)(4). H3 other text : please see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: 0329475. It was reported a bug was found in the chloraprep packaging. Per email: please see the attached pqr and associated pictures for (B)(6) outpatient surgery center. I told the account to put the applicator plus any remaining in that particular box to the side and I can pick them up next week. Please let me know next steps or if there is anything I need to do on my end.